Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced syncope and pauses. It was further reported that the right ventricular (rv) lead exhibited fracture, high impedance, failure to capture, over-sensing, non-physiologic intervals, high thresholds and a polarity switch. It was also reported that the right atrial (ra) lead exhibited high thresholds. Reprogramming occurred. The rv lead and ra lead remain in use. The patient received a leadless implantable pulse generator (ipg) system. No further patient complications have been reported as a result of this event.